Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited a high capture threshold after fixation and low pacing impedance that gradually increased. The lp was removed and loosening of the helix was observed. A different lp was used to complete the procedure. There were no patient consequences.

Event description:
New information received indicated the helix was stretched during the procedure.